Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) stopped compression was confirmed through archive data review; however not confirmed during functional testing. Upon visual inspection cracked front cover was observed. This observation was not related to the reported event. The archive data indicated multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on the reported event date of (B)(6) 2018. The load sensing system has detected a weight/load imbalance between the two load cells, due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. During functional testing the platform was tested using a good known autopulse li-ion battery with a large resuscitation test fixture an operated with compression without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the autopulse platform (sn (B)(4)) stopped compression. No error code was reported by the user. The patient expired. The information regarding manual CPR was not provided in customer report. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compression. No error code was reported by the user. The patient expired. No further information received from the user.